Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 177 mg/dl. The customer was instructed to reset the pump to resolve the issue. Multiple follow up attempts were made to complete troubleshooting with the customer. However, the customer did not respond to follow up attempts.